Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after reloading the cartridge on the pump. Customer's blood glucose level was 173 mg/dl. Reportedly, customer loaded a new cartridge to resolve the issue and resume insulin therapy.